Manufacturer narrative:
Initial reporter telephone number of (B)(6) was too long to fit in the field. The issue was resolved by the installation of a new ict module (sn (B)(4)) by the customer. The c803353 instrument logs indicated that the ict module had been in use for 83 days which is within the 90 day use warranty time. The instrument logs also indicated that occasional samples generated sample aspiration error 3375 unable to process test, aspiration error. Customer complaint data was reviewed and no adverse trends were identified for the ict module related to the complaint issue. The architect system operations manual was reviewed and was found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Event description:
The customer stated that an initial sodium result of 114 mmol/l was generated by the architect c8000 analyzer. The sample was repeated and a result of 140 mmol/l was generated. There was no report of impact to patient management.